Event description:
It was reported that on (B)(6) 2010, due to stable angina, the patient underwent the index procedure with successful deployment of two drug eluting promus stents; one in the left main coronary artery segment and one in the proximal circumflex artery segment. Residual stenosis was 0% in both lesions. Following the procedure, the patient was discharged home. On (B)(6) 2011, the patient experienced a myocardial infarction. It was reported that revascularization was performed in the same vessels that were treated in the index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported myocardial infarction (mi) and stenosis are listed in the instructions for use (IFU), as a known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
Subsequent to the initial report filing, the following additional information was received: restenosis was identified in the 3.0 x 18 mm promus stent located in the proximal circumflex. The cause of the myocardial infarction (mi) was determined to be a 90% ostial restenosis of the previously placed promus drug eluting stent in the proximal circumflex. A new drug eluting stent was implanted in the proximal circumflex. The patient was discharged from hospitalization on (B)(6) 2011.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4).